Event description:
The customer reported the lift column on the 9800 system was intermittent. No patient injury.

Manufacturer narrative:
The service rep ordered and installed a new part. The system operates as intended.